Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter displayed an "error 1" message and has a broken casing. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 130pm. The patient manages her diabetes with metformin pills (2x daily) and novolog 70/30 insulin (sliding scale). Due to the alleged issue, the patient skipped her usual dose of insulin. It was reported that immediately after the subject meter displayed the "error 1" message the meter broke into 2 pieces. The reporter could not specify what caused the subject meter's casing to separate. About 10 minutes after, the reporter claims the patient felt low blood glucose symptoms of shaky, cold sweat and nausea. The patient drank orange juice and ate glucose tablets as treatment. The reporter denied the patient tested on another device. The reporter did not have the testing supplies at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the patient was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.